Event description:
It was reported that during a da vinci si presacral neurectomy procedure, when the surgeon attempted to move the patient's sigmoid colon out of the patient's pelvis using the maryland bipolar forceps instrument, cautery energy was observed coming from the instrument, causing a .5 cm burn to the patient's sigmoid colon. Reportedly, the instrument energized without activation from the foot pedal by the surgeon at the surgeon side console. Investigation performed by the site found that the maryland bipolar forceps energy cable was inadvertently installed into the monopolar receptacle on the site's electrical surgical unit (esu). The bipolar energy cable was installed in proper receptacle on the esu and the maryland bipolar instrument functioned properly. The damage to the patient's sigmoid colon was repaired by the site's general surgeon, who over sewed the affected area with a vicryl suture. Reportedly, there was no evidence that the patient's sigmoid colon was perforated or any other injury to the patient occurred. The patient was kept overnight for observation and was discharged the following morning.

Manufacturer narrative:
The instrument has not been returned for evaluation; however, based on the information provided by the initial reporter, the instrument did not malfunction in a way that caused or contributed to the patient's injury, but was caused by the site's inadvertent installation of instrument's energy cable into the improper receptacle on the electrical surgical unit. On (B)(4) 2013, isi contacted the surgeon, who was the initial reporter of this event. The surgeon indicated that the planned surgical procedure was completed, the patient has had two follow up visits since the surgery, is recovering well and has not experienced any post-surgical complications as a result of the reported event.